Event description:
It was reported that the patient experienced a low blood glucose event during sleep with a measured value of 55 mg/dl, with no known precipitating factors, and was treated with oral glucose sweets, returning to range within approximately 20¿25 minutes. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the patient¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.